Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call paramedics were called in response to a blood glucose level of 48 mg/dl. Caller stated that a new insulin pump caused him to have the low blood glucose levels. Blood glucose level at the time of the call was 109 mg/dl. The customer was wearing the insulin pump at the time of the incident. The device was not replaced or returned for analysis.